Event description:
A right & left heart catheterization, coronary angiography & left ventriculography were performed without complication. A rotational ablation was performed in the second marginal branch. A floppy-tipped type c wire (0.009) advanced to this branch. A 1.5 mm burr was passed across the lesion in multiple passes maintaining speeds between 175,000 and 180,000 rpm. During removal of the burr, the wire was advanced into the very distal portion of the 2nd marginal branch & the tip fractured resulting in dislodgement of the tip into the distal portion of the branch. The retained wire tip portion appeared stable in the distal portion of the marginal branch. No extravasaton of contrast and no compromise of flow. The pt was discharged the following day.